Event description:
The user facility reported that a patient presented for mitra clip procedure. The procedure was unsuccessful and a physician was consulted for mitral valve regurgitation procedure, however the patient did not tolerate procedure hemodynamically and continued to rely on escalating does of pressors and inotropes. The physician opted to place intra-aortic balloon pump (iabp) and reassess patient¿s overall condition, however the patient continued to deteriorate and decision was made to escalate to impella 5.5. It was noted of a successful implantation of impella 5.5. Axillary artery accessed via surgical cutdown. Vessel loops were applied to control bleeding and graft was attached. Axillary sheath inserted and secured with clamps. Left ventricle (lv) was accessed. Patient entered ventricular tachycardia (vt) rhythm and required multiple defibrillations to return to sinus. Patient did not tolerate arrhythmia and deteriorated briefly requiring increased doses of pressors. Impella was loaded onto wire and advanced into lv. Impella positioning was ensured with transesophageal echocardiogram (tee) showing device at approximately 4.8cm. Impella was slowly started and ultimately achieved p7 however flows were noted <1.5l. Patient¿s map was noted >110. Pressors were weaned and flows gradually increased. Waveforms were fully separated and intermittent suction was noted. Aic showed low volume to lv despite cvp showing 30. Tee showed severely hypokinetic lv and right ventricle movement. Decision was then made to place rp flex. Upon completion of rp insertion, attention was then returned to impella 5.5. At this time, iabp resumed at 1:1 and flows were noted at p6 with approx 3.2l flows. Graft was clamped and sheath was removed. Graft was then trimmed and reposition sheath advanced into position. Catheter noted at 41cm. Sheath secured with sutures x3. Access site was then closed with sutures and staples. During support it was noted that the patient¿s pressure dropped. Advanced cardiovascular life support was activated and several rounds of cardiopulmonary resuscitation and medication administration were performed, however the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Ventricular fibrillation the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.